Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 23mm pericardial mitral valve, implanted approximately four (4) years and nine (9) months, was explanted due to stenosis and regurgitation. Motion of the two leaflets were restricted by unknown reason. A symptom of heart failure was also seen. The device was explanted and replaced with a 23mm mitral valve with no adverse patient events reported. The patient status was reported as under treatment.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Product evaluation: customer reports of stenosis and restricted leaflet motion were confirmed through observed calcification and host tissue overgrowth. Stiffened leaflets may contribute to regurgitation. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Leaflet 2 was lowered due to calcification. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a non-transmural cut approximately 4mm long on the outflow aspect cusp area and leaflet 2 had a 3mm cut at the cusp area. Edges of the cuts were straight, even, and appeared to match up. Sewing ring was cut off from the valve and into three fragments. Fragments appeared to match up with valve. Wireform was exposed around commissure 2 on the inflow aspect and around leaflet 3 on the outflow aspect.

Manufacturer narrative:
H10: additional narratives: a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.